Event description:
A dialysis facility reported that the machine removed too much fluid from a pt during a hemodialysis treatment. Based on the reported pre and post dialysis weights, saline given and what the machine had indicated was removed, there was an excess of 1.7 kg. Of fluid weight removed. The pt felt weak and tired post treatment. Blood pressure was stable. No medical intervention was necessary.

Manufacturer narrative:
Uf pump and uf check valve. The machine failed the positive pressure test on the hydraulics and uf pump. The uf pump and uf check valve were replaced and the machine is back in service with no reported problem. (B)(4).